Event description:
During a routine shift check by a clinician, the device failed selt-test while using internal hnadles. Complainant indicated that there was no pt involvement in the rported malfunction.